Event description:
It was reported that the atrial lead showed an impedance spike to 3000 ohms and the right ventricular lead showed an impedance spike to 3000 ohms, which has dropped to 900 ohms. It was also reported that both leads showed double counting, greater than 2000 short v-v intervals, and the non-physiological intervals appeared to be noise. Both leads were capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 5076-45 implantable pacing lead, implant date: (B)(6) 2006. (B)(4).